Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor started notification became frozen on the pump screen and the contact was unable to clear it. Reportedly, the contact triggered the quick bolus feature on the pump before contacting tandem technical support in order to clear the notification, and resume insulin therapy. Customer's blood glucose was 136 mg/dl.